Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient gets a burning feeling in the implanted neurostimulator (ins) pocket, and the ins feels warm when having the stimulation on. When turning the stimulation off, the ins cools down slowly and they have no burning feeling in the pocket, but patient still feels pain in the ins pocket. No known environmental/external/patient factors. The impedances were tested and were ok. No other actions have been taken; the issue has not resolved. Additional information was received. Lead information unknown, no data in the patient file. The impedances were checked and are okay. Not other actions so far. The ins is now turned off. Information confirmed with physician / account.

Manufacturer narrative:
Continuation of d10: product ID 977a290 lot# serial# unknown implanted: (B)(6) 2021, explanted: product type lead g2. Foreign: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.